Manufacturer narrative:
Additional patient identifier reported as: (B)(6). Patient weight is not provided for reporting. Additional device product code: mni, mnh, kwp, kwo. UDI: other: (B)(4) lot number unknown. Devices were implanted in (B)(6) 2015 (exact date is unknown). Device is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that at an unknown point in time, the patient came to dr. (B)(6) complaining of a ¿squeaking sound¿ coming from his back. The patient had a posterior spine fusion on (B)(6) 2015 with synthes uss. The patient¿s construct consisted of bilateral uss screws and rods from t10-l1 connected with extension connectors connected to another uss construct from l3-ilium. The overall construct spanned from t10-ilium. The extension connectors connected the cranial and caudal constructs and the connectors were placed around the l2 level (no screws at l2). On (B)(6) 2016, dr. (B)(6) performed the revision. During the revision he exposed the area to access the connectors. He found that there was some wear debris (metallosis) around the connectors. He also found that the patient had a nonunion in the area where the connectors were. Dr. (B)(6) decided to not remove the connectors, but to remove the 4 sets screws on each connector and replace the sets screws with new ones from new connectors. When removing the sets screws from the connectors, he found that the caudal 2 set screws on the left connector were very loose. He thought that this explained the source of the squeaking sound. The 2 cranial set screws were tight, but as described above, he replaced all the set screws with new ones. He then found that the 3rd set screw on the right connector from the top (cranial side) was loose. The other 3 were tight. He also replaced all the sets screws on this connector as described above. He then successfully completed the procedure. Patient outcome is unknown. No additional information available. Concomitant devices reported: rods 6.00mm (part # unknown, lot # unknown, quantity 4); screws (part # unknown, lot # unknown, quantity 4). This is report 1 of 2 for (B)(4).